Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01644.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the internal carotid artery (ica) supraclinoid using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit and a penumbra system 3d revascularization device (psr3d). During the procedure, it was reported that the first and second passes using the penumbra devices resulted in the patient's mtici flow becoming grade 1; additionally, and the third pass using the penumbra devices resulted in the patient's mtici flow becoming grade 2a. On (B)(6) 2019, the patient was discharged to a skilled nursing facility with a nihss score of 8. On (B)(6) 2019, the patient presented to the emergency department (ed) with left sided facial droop, cough, slurred speech, and left sided weakness. The computed tomography angiography scan (cta) showed high grade stenosis of the proximal m2 branch of the right middle cerebral artery (mca). The event was considered resolved as of (B)(6) 2019. The event was adjudicated to be a serious adverse event with a possible relationship to both the penumbra devices and the index procedure.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by the clinical events committee on (B)(6) 2020: 1. Section b. Box 5. Describe event or problem this report is associated with MFR report number: 3005168196-2019-01644.

Event description:
On (B)(6) 2019, the patient underwent a thrombectomy procedure in the internal carotid artery (ica) supraclinoid using a penumbra system jet 7 reperfusion catheter (jet7) from a penumbra system jet 7 kit and a penumbra system 3d revascularization device (psr3d). During the procedure, it was reported that the first and second passes using the penumbra devices resulted in the patient''s mtici flow becoming grade 1; additionally, and the third pass using the penumbra devices resulted in the patient''s mtici flow becoming grade 2a. On (B)(6) 2019, the patient was discharged to a skilled nursing facility with a nihss score of 8. On (B)(6) 2019, the patient presented to the emergency department (ed) with left sided facial droop, cough, slurred speech, and left sided weakness. The computed tomography angiography scan (cta) showed high grade stenosis of the proximal m2 branch of the right middle cerebral artery (mca). The event was considered resolved as of (B)(6) 2019. The event was adjudicated to be a serious adverse event with a possible relationship to both the penumbra devices and the index procedure. On (B)(6)2020, it was adjudicated that the event was not considered to be an adverse event and was unrelated to the jet7, the psr3d and the index procedure.